Event description:
Customer reportedly received results of 200 mg/dl and 400's (mg/dl) within 10 minutes of the aviva system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.